Event description:
A female consumer of unknown age reported that it was her first time using playtex tampons in 1985 and she ended up with toxic shock syndrome (tss) and was hospitalized for 14 days. No additional information was provided.